Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.50/3.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Reportedly, eye quiet lens in position